Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 14.4 mmol/l at time of incident. Customer's mother states seeing user guide symbol on screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. No critical pump error alarm(open book image) noted during testing. However, corroded electronic and motor assembly noted during visual inspection. Unable to perform displacement test due to missing retainer. Unit received with minor scratched lcd window, cracked lcd window, cracked case (battery tube), cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and missing retainer.